Event description:
It was reported that during the surgical procedure, part of the tip of the round tooth forceps instrument broke off and fell inside the patient. The tip was retrieved using a magnet and the planned surgical procedure was completed with a different type of instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and detached tip were returned and evaluated. Per the customer reported complaint, engineering observed that the grip of the instrument had broken off slightly above where the cable crimp enters the grip. Engineering determined that the failure mode experienced by the customer was a result of damage to the grip of the instrument. As stated in the complaint report, the detached instrument tip was retrieved and no patient harm was reported.